Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "1 month ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high reading on the sensor and self-treated with unspecified dose of "too much" insulin without performing a capillary test. Customer experienced a loss of consciousness and was treated with juice by his wife. Ambulance was called and upon their arrival, a reading of 5 mmol/l (90 mg/dl) was obtained on their meter. Customer was treated with glucose serum and no further treatment was required. There was no report of death or permanent impairment associated with this event.